Event description:
It was reported that during an initial left knee procedure, a tibial articular surface provisional instrument fractured. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). A visual evaluation of the provided photograph found the device to exhibit signs of repeated use (nicked / gouged) and it is fractured on the medical side of the post feature. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.